Event description:
It was reported that post stent placement procedure in the superficial femoral artery, the stent was allegedly broken and had torsion. It was further reported that stent had allegedly caused re-occlusion in the patient. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided images demonstrate three overlappingly placed stents in the sfa, and digital marks on the image indicate that the stent in mid position and the stent in most distal position are related to the two tied complaints. An hourglass like deformation of the stent in most distal position confirms stent twisting directly distal to the overlapping zone. A stent fracture could not be identified; it is not clear whether the images was taken with contrasted blood so that a statement regarding occlusion is not possible. The investigation leads to confirmed result for stent twist. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for stent twisting. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout deployment was found described, in particular the IFU state: 'gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment'. Regarding pta the IFU state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' Regarding access/ accessories the IFU state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter (...).' The IFU further state: 'cases of fracture have been reported in clinical use of the lifestent (...) In lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established.', and 'it is recommended to use the 80 cm working length device for ipsilateral procedures. The longer working length of the 135 cm device may potentially be challenging for the user to keep straight for ipsilateral procedures. Failure to keep the device straight may impede the optimal deployment of the implant.' H10: g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post stent placement procedure in the superficial femoral artery, the stent was allegedly broken and had torsion. It was further reported that stent had allegedly caused re-occlusion in the patient. The current status of the patient is unknown.